Event description:
It was reported that the device would not run in reverse. Upon eval, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
The device has been received and a quality investigation is anticipated. A f/u report will be filed when the investigation has been completed.